Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a keyboard failure where all keys were not functioning. The customer stated that there was no delay to the patient's workflow since they managed to get the medicines from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the keyboard was not working properly and some keys were not working. A field service engineer replaced the keyboard to resolve the issue. The system functioned as intended after a field service engineer troubleshot the device.